Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified forearm shunt. A 6.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the course of the procedure, the balloon ruptured in a pinhole form upon first inflation at the same time as 6 atmospheres. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.